Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the modular chemistry (mc) sample crane wash collar was spraying fluid. The mc side of the instrument is the same side that the modular glucose (glucm) assay runs on. The fse observed that the waste valve did not fully open and was unable to cope with the waste fluid. The fse proceeded to replace the valve to resolve the issue.

Event description:
The customer reported obtaining erroneously low modular glucose (glucm) results for ninety-six (96) patients involving the unicel dxc 800 synchron system. The customer indicated that the low glucm results were reported out of the laboratory. The customer stated that subsequent repeat of the samples on an alternate analyzer yielded higher glucm results, and the customer issued amended reports to correct the initial results. There was no change or affect to patient treatment in connection with this event. The customer provided data for only ten (10) patients involved in this event. No patient demographics information were supplied by the customer for this incident. Quality control (qc) data prior to the incident was erratic but the results were still within the laboratory's established two standard deviations range. Calibration results passed within specification prior to the event.